Event description:
In 2009, the pt reported that the infusion tubing became disconnected from the infusion site resulting in elevated blood glucose. She was using infusion sites and tubing from 2 separate types of infusion sets. She was advised against this. Her blood glucose was so elevated that it did not register on her blood glucose monitor. She stated that when she changed the infusion set the day before, she heard the connection between the infusion tubing and infusion site snap together. Today when she reconnected to the infusion site after showering, she did not hear the pieces snap together. She stated that later she had a headache and felt sick to her stomach, and she found that the infusion tubing was not connected to the infusion site. She attached a new infusion tubing, but has not been able to lower her blood glucose. She stated that she had insulin syringes to use if she had to. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.